Event description:
Pt supine on fracture table at the conclusion of orthopedic case, attended by staff on pt's right side, conde and strap was removed. Pt slid from right side of table and was supine on floor. Pt anesthesia reversed, alert and oriented, received trauma consult, sustained 10cm soft tissue posterior occiput. Monitored closely in ICU and transferred to rehab unit. Pt had signs of right foot drop, "unrelated to fall".